Manufacturer narrative:
No patient information was provided. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the pressure module for the s5 console showed high pressure during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the pressure module for the s5 console showed high pressure during a procedure. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative spoke with the customer and discussed trouble shooting ideas over the phone. No further information regarding this issue has been provided by the customer and no further failures have been reported. It is unknown how the customer resolved the reported issue. Livanova deutschland believes the trained customer was able to resolve the issue on their own. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Tech support was provided via phone.